Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown healing abutment and the associated tapered screw-vent implant with mtx surface (tsvwb8) were not returned for investigation. Therefore, visual inspection could not be performed. Functional testing could not be performed since the products were not returned. Doctor was attempting to place devices on tooth # 20 (universal) when the incidents occurred. X-ray or picture images were not provided and no other information was provided. No device lot number was provided for the unknown healing abutment so a device history record review and a complaint history review could not be performed. DHR (device history review) review for the associated device tsvwb8 and lot (1220043) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for lot (1220043) for similar events and no other complaint was identified. Complainant reported that the implant couldn¿t seat healing abutment because of damaged internal threads. The products were not returned. Therefore, the reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing abutment could not be seated because the internal threads of the implant were stripped.